Event description:
It was reported that the patient presented to the operating room for device replacement procedure due to normal battery depletion. Post explant of the device, it was noted that during patient data transfer from the device, the implantable cardioverter defibrillator exhibited backup vvi operation. It was further noted that the device was exposed to electrocautery. There were no adverse consequences to the patient.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory and was due to code corruption, which is consistent with behavior associated with exposure to cautery during explant procedure. The device was tested on the bench and no anomalies were found.